Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the product and indicated it will not be returning to zoll at this time.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable. The cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.